Event description:
The pt was enrolled in the program in 2004. Implant procedure 1 was performed in 2004 was a planned pci of the diag and lcx-avg. Pci of the rca was planned for 48 hours later. Target lesion 1 (16 mm long) was identified in the proximal to mid circumflex (cass site 18) in the av groove; a severely calcific, moderately tortuous, and tubular 85% de novo stenosis with a 2.5 mm reference vessel diameter. The lesion was predilated and a taxus express2 2.5 x 20 mm drug eluting stent was deployed. Residual stenosis was 10%. The pt was given reopro during and after the procedure. A grade b linear dissection of the lmca was noted. Therefore, it was decided to defer pci of the diag for 6-12 weeks to allow for healing of the dissection. The pt was brought back to the cath lab two days later for implant procedure 2; a previously planned intervention of the 6 mm de novo lesion in the proximal to mid rca with 80-85% stenosis and a 3.5mm reference vessel diameter. The rca was initially treated with rotablator. The rca lesion was then treated with deployment of two taxus express2 drug eluting stents (3.5 x 16 mm and 3.5 x 12 mm). Residual stenosis was less than 15%. The pt was given reopro during and after the procedure. It was noted on the evening of same day that the pt was found to be less responsive and had left-sided weakness. CT of the brain revealed a massive hemorrhage involving much of the right frontal lobe and extending into the temporal lobe. There was significant "subfalcine" shift with displacement of the right lateral ventricle to the left by 1.89 cm. Neurosurgical consult was obtained and the pt was deemed inoperable. On eeg, no cerebral activity was noted at standard pain settings. The pt's family requested that life support be withdrawn and the pt died the next day. Same case as manufactuer's number: 6000089-2004-00269 and 6000089-2004-00270.